Event description:
The customer reported that the system was blinking and flashing during a case. The problem occurred with a pt on the table and under anesthesia. A different c-arm was brought it to complete the case.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep replaced the hand switch. The system operates as intended.